Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding an update to d10, h3 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no obvious deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The issue can be detected/prevented by following the instructions provided in: the suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported the instrument channel of the colonovideoscope was clogged with foreign material and an instrument could not be inserted. The issue was found when preparing the device for use in a therapeutic polypectomy procedure. Another device was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.